Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2014 with blood glucose of over 600 mg/dl. The customer was treated with insulin drip in the hospital. Customer was experienced symptoms such as vomiting and muscle was shut down during high blood glucose level. Customer was hospitalized twice in the past with diabetic ketoacidosis. The insulin pump will not be returned for analysis.